Manufacturer narrative:
Citation: hokken tw, et al. Insights in a restricted temporary pacemaker strategy in a lean transcatheter aortic valve implantation program. Catheter cardiovasc interv. 2022 mar;99(4):1197-1205. Doi: 10.1002/ccd.30026. Epub 2021 nov 27. Earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a restrictive temporary pacemaker strategy during transcatheter aortic valve implantation (tavi). All data was collected from a single center between june 2018 and december 2020. The study population included 672 patients (predominantly male, median age 80 years). Tavi was performed with either a non-medtronic valve (n = 412) or a medtronic evolut r or pro valve (r = 123, pro = 137). No unique device identifier numbers were provided. Among all 672 patients, a total of 18 deaths occurred within 30 days of tavi. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all 672 patients, non-death adverse events included: need for second valve implantation; valve embolization; conversion to aortic valve replacement; coronary obstruction; need for temporary pacemaker during tavi procedure; unspecified neurological event; disabling stroke; major/minor vascular complications; bleeding (life-threatening, major, or minor); new left bundle branch block (lbbb); new high-degree atrioventricular (av) block; new permanent pacemaker implantation (indications: high-degree av-block, brady-tachy syndrome, or first-degree av-block + lbbb with prolonged conduction times); and need for rehospitalization. Although a direct correlation was not made, medtronic product may have been associated with these adverse events. No additional adverse patient effects or product performance issues were reported.